Event description:
It was reported that a core impaction drill caused a 30 minutes procedure delay because it would not work. An alternate device was used to complete the procedure. No adverse event was reported.

Manufacturer narrative:
The device ran during failure analysis. Corrosion damage was noted on the spindle housing.